Manufacturer narrative:
Product analysis: no abnormalities were confirmed by operating test with test console. Normal external appearance and normal operation were confirmed at reception. The epg case will be opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit will be calibrated, then functional test and performance test will be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) and patient cable were in use following cardiac surgery on a patient, there was intermittent pacing failure. Anomaly of the patient cable side was suspected but the exact cause of the event could not be specified. It was requested that the patient cable and epg be inspected. The epg and patient cable were returned for inspection. No patient complications have been reported as a result of this event.